Manufacturer narrative:
A field service engineer (fse) evaluated the gallios instrument at the customer's site. The fse found that an element on the tec slave control board was burnt (charred). Images submitted confirm the event. The board will be replaced when the replacement board is received. (B)(4).

Event description:
The customer reported a burning smell coming from a gallios flow cytometer system while restarting the instrument. There was no smoke, sparks, arcing or flames reported by the customer. The fire department was not called and there was no death, injury nor need for medical attention as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. This event occurred on the gallios device, which is marketed for research use only (ruo). This report is being filed for similar device, the navios flow cytometer system.